Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes, the following malfunctions occurred: foreign matter, no label/missing label, and air bubbles in gel. The following information was provided by the initial reporter: the following issues were found in tubes (B)(4) from lot 0252744: fm in gel ×19, damaged tube ×15, defective marking ×6, spot in tube ×1, air bubbles ×7.